Manufacturer narrative:
Corrected data: outcomes attributed to adverse events, describe event or problem, brand name, common device name, model #/lot #. Additional data: age/date of birth., describe event or problem, other relevant history, initial reporter, evaluation codes.

Event description:
Article ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes¿ reports a (B)(6) patient who was implanted with a right side textured silicone implant, device manufacturer unknown. The chart additionally provides that patient experienced a right side mass. Treatment reported as implant removal and "cyclophosphamide, adriamycin, vincristine and prednisone (6 cures) [chop] or [chop-like]." Follow-up revealed that this patient died "from lymphoma progression." This report was initially sent to represent two patients; due to the discovery of identifying information, this supplemental report will now represent the (B)(6) patient device and MFR # 9617229-2016-00227 has been sent to represent the other patient previously represented the initial report of MFR # 9617229-2016-00195.

Manufacturer narrative:
Article citation: ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes.¿ by c. Laurent, a. Delas, p. Gaulard, c. Haioun, a. Moreau, l. Xerri, a. Traverse-glehen, t. Rousset, I. Quintin-roue, t. Petrella, j. F. Emile, n. Amara, p. Rochaix, m. P. Chenard-neu, a. M. Tasei, e. Menet, h. Chomarat, v. Costes, l. Andrac-meyer, j. F. Michiels, c. Chassagne-clement, l. De leval, p. Brousset, g. Delsol & l. Lamant, published in annals of oncology, electronically published 11/23/2015. It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up will be performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The events of lymphoma alcl and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist."

Event description:
Literature article, ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes.¿ reported ¿19 I-alcls¿ cases. Article reported cases of both ¿in situ I-alcl¿ and ¿infiltrative I-alcl.¿ article reported in cases of ¿infiltrative I-alcl,¿ survival rate was 52.5%. Article reports of the cases that resulted in death, "two from lymphoma progression." This record represents the cases of infiltrative I-alcl which resulted in death from lymphoma progression. Article reports that histopathology reports that malignant cells were cd30-positive, and were alk negative. In regards to treatment, abstract reports ¿implant removal was performed in 17 out of 19 patients with additional treatment based on mostly chop or chop-like chemotherapy regimens (n = 10/19) or irradiation (n = 1/19). Chop alone or abvd following radiation without implant removal have been given in two patients.¿ there is no way of knowing which treatment was used in these two cases. Manufacturer of devices is unknown.

Event description:
Literature article, ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes.¿ reported ¿19 I-alcls¿ cases. Article reported cases of both ¿in situ I-alcl¿ and ¿infiltrative I-alcl.¿ article reported in cases of ¿infiltrative I-alcl,¿ survival rate was 52.5%. Article reports of the cases that resulted in death, "two from lymphoma progression." This record represents the cases of infiltrative I-alcl which resulted in death from lymphoma progression. Article reports that histopathology reports that malignant cells were cd30-positive, and were alk negative. In regards to treatment, abstract reports ¿implant removal was performed in 17 out of 19 patients with additional treatment based on mostly chop or chop-like chemotherapy regimens (n = 10/19) or irradiation (n = 1/19). Chop alone or abvd following radiation without implant removal have been given in two patients.¿ there is no way of knowing which treatment was used in these two cases. Manufacturer of devices is unknown.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that this is a duplicate report. Please see 2024601-2015-00118.